Event description:
It was reported that it was unable to visualize markers on the microcatheter (subject device) under fluoroscopy during the procedure. The physician replaced it with a new device and completed the procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the subject catheter proximal shaft was intact. The subject catheter distal shaft was broken/fractured. All of the distal shaft was missing and was not returned for analysis, therefore it cannot be confirmed if the marker bands were not present initially. The subject catheter hub was intact. During functional inspection, the device was placed under fluoroscopy (xray) and the marker bands were not visible. This is due to the subject catheter shaft not being present as the subject catheter shaft was broken/fractured. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. When analyzed, the subject catheter was seen to have a fracture along the distal shaft, the distal shaft was missing and was not returned for analysis and therefore it could not be confirmed if the marker bands were present initially. The as reported ro marker(s) detached/separated/not visible under fluoroscopy' cannot be confirmed as subject catheter shaft was not returned and therefore will be assigned undeterminable. The as analyzed subject catheter shaft broken fractured inside patient will be assigned procedural factors as it appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that it was unable to visualize markers on the microcatheter (subject device) under fluoroscopy during the procedure. The physician replaced it with a new device and completed the procedure. No clinical consequences were reported to the patient due to this event.